Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the audiologist, it was reported that the patient was administered oral and topical antibiotics on (B)(6) 2018 due to skin overgrowth at the abutment site.